Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The device had minor scratches on the lcd window, cracked case near the display window corner, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error and is unable to clear it. Customer's blood glucose was unknown. Customer didn't recall any significant event which may have cause the device to alarm. However, she does wear the device in her bra by itself. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.